Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that shim was missing bearings. The issue was discovered during a routine quality inspection. All pieces have not returned. Attempts have been made and all available information has been provided.